Event description:
It was reported that during central processing, a broken wire was observed on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.